Event description:
It was reported that catheter perforation occurred. A 1.50 mm rotapro burr was selected to treat a 50% stenosed, mildly tortuous and moderately calcified lesion via percutaneous coronary intervention (pci). The rotawire was advanced across the lesion, a rotational speed test was performed and set at 180,000 rpm. Subsequent to two or three ablation runs, while the burr was parked proximal to the lesion, an unusual sound was noted, and the burr was unable to maintain the set rotational speed in normal mode. The system displayed a "stall" message, and the burr was withdrawn from the patient. Upon inspection, the device showed difficulty flushing, with visible blood within the catheter and small ruptures on the catheter. The physician suspected small raptures contributed to difficulty to flush. The procedure was successfully completed with another same rotapro device. No complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotapro atherectomy device with rotowire. Inspection of the device found that the advancer portion of the handshake connection was bent, and at 23cm distal from the strain relief, the sheath torn and copious amounts of blood was visible within the sheath. Despite soaking the device for a period of time, the wire failed to be removed from the device due to blood present. The damage present to the sheath would prevent proper flushing of the device. When the rotapro advancer was connected to the rotapro console and the ablation button was pressed, the device failed to reach optimal speed due to the handshake connection damage present. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that catheter perforation occurred. A 1.50mm rotapro burr was selected to treat a 50% stenosed, mildly tortuous and moderately calcified lesion via percutaneous coronary intervention (pci). The rotawire was advanced across the lesion, a rotational speed test was performed and set at 180,000 rpm. Subsequent to two or three ablation runs, while the burr was parked proximal to the lesion, an unusual sound was noted, and the burr was unable to maintain the set rotational speed in normal mode. The system displayed a "stall" message, and the burr was withdrawn from the patient. Upon inspection, the device showed difficulty flushing, with visible blood within the catheter and small ruptures on the catheter. The physician suspected small raptures contributed to difficulty to flush. The procedure was successfully completed with another same rotapro device. No complications were reported. Previously it was reported that an unusual sound occurred, however, unusual sound was not observed with this device.